Manufacturer narrative:
The returned device was evaluated and upon being received the pod was fully deployed. The distal tip of the soft cannula had been torn off. The remaining end of the cannula was flattened, and the based of the flattened portion leaked. Another leak was found on the exposed portion of the soft cannula. It could not be determined when this damage occurred and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Timeouts were noted in the data. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 16 to 17 mmol/l (288 to 306 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The patient smelled and felt insulin leaking on the skin during wear. Hyperglycemia treated by activating a new pod and bolus.